Event description:
The hospital reported that during ligation of branches of a saphenous vein, vasoview hemopro 2 cautery stopped. Visualization was not compromised, no notable characteristics about the tunnel. Unknown if pre-cautery test was performed. Unknown how long it took device to time out, as well whether the polyfuse was in effect. Extension cable and adapter are new within the last year. Power setting of power supply on 3. No issue with the jaws noted. No trouble shooting steps were taken. End users have been educated and are aware of the IFU and the safety feature of the device. User removed the device once cautery stopped and continued case with a new device. It was noticed at time of packaging complaint that hemopro tip was bent at 45 degree angle. No patient injury noted. Minimal delay in case to open a new kit.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.